Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller and fully charged power sources available at all times. The percutaneous driveline is connected to the controller, which must always be connected to two power sources. If both power sources are disconnected the controller will sound a "no power" alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient was found at home by his wife with both batteries disconnected from the controller. Ems was called to the home, the patient was pronounced dead. It is reported that the facility routinely educates the patients on the use of power source management. There was no autopsy performed, the pump was not removed. All peripheral devices were discarded by the family. No additional information provided.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.